Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the reported short circuit error messages or find burn damage to the teflon pad. Instead the evaluation found that the teflon pad had worn down at the sides, exposing metal underneath. The evaluation found no other damage to the device. Based on similar reports, a potential cause for the teflon pad damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a tlh procedure, the teflon pad burned. The event was preceded by short circuit error messages. There was no reported patient injury or other reported damage to the device. The procedure was completed with a similar replacement device.